Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependant upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. Our investigation indicated that the event was caused by the pt's adverse anatomy, which resulted in incorrect planning and sizing of the device by the user.

Event description:
Following the placement of a zenith endovascular main body stent graft and two iliac leg grafts, fluoroscopy confirmed a contralateral distal type I endoleak. Percutaneous transluminal angioplasty with an xxl balloon could not resolve the leakage, however, placing another MFR's stent at the distal end of the contralateral leg helped the leakage disappear.